Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced the pump seal and check valves and replaced buffer filters and tube for line filter. The fse also upgraded the software to version 5.23 and ran qc (quality control) and patients and observed normal pressure and chromatograms. No further action required by fse. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was the pump unit, failure of the plunger seal. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported fluctuating rt's (retention times) with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.